Manufacturer narrative:
In the case description, the user mentioned receiving a bolus of 21.4 u, with 20 u uncommanded. The physical controller was not received for investigation. Android log files from the complaint device were uploaded to the cloud system by the user and downloaded for investigation. Investigation of the android log files confirmed the delivery of a 21.4 u bolus on the date of occurrence. The log files show evidence of interaction with the controller to load a carb value of 195 g into the bolus calculator one digit at a time, and the use of the use cgm button to load a blood glucose value of 253 mg/dl into the bolus calculator. The record for the 21.4 u bolus confirmed that the total bolus volume suggestion was correct based on the user's settings, the user's insulin on board and continuous glucose monitor (cgm) trends, and the values entered. Evidence of interaction with the controller to program and deliver the reported bolus was observed in the available log files. No evidence of an uncommanded bolus was observed.

Event description:
The patient's niece reported the patient possibly received an unprogrammed 20-unit bolus of insulin resulting in an unspecified low blood glucose level. Patient had stated they were attempting to deliver a correction bolus of 1.4 units with 0 grams of carbohydrate. Per the patient's niece, the bolus history showed the patient was given a 21.4 unit bolus for 195 grams of carbohydrate at 12:03 am. The patient's niece also reported that it was possible that the customer was confused in the middle of the night and possibly entered the information incorrectly into the bolus calculator. Upon investigation of the cloud logs, it was found patient had programmed the omnipod system to deliver the 21.4 units of insulin.